Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va1nelv, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot#: va1nelv, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the infection was confirmed. Pseudomonas was isolated from the removed device, but no source of the infection was found. The brain leads were also going to be removed due to a positive culture from the distal ends. The infection was still being treated as of (B)(6) 2018. The device was not going be returned for analysis as the hospital had it in it¿s possession. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient was having a revision on (B)(6) 2018 due to a possible infection. No device issues were reported. No further patient complications have been reported as a result of this event.